Event description:
It was reported that the left ventricular (lv) capture management was turned "off" and should have been programmed to "adaptive." The lv lead thresholds were noted to have increased. The patient returned for a follow-up visit and programming changes were made. The lead remains in use. The patient is a participant of the (B)(4) study. No patient complications have been reported as result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.